Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the battery data logs. The superpower ii battery was determined as the cause of the reported problem. The battery logs showed an overcharge condition in the battery along with a parameter configuration error. The superpower ii battery was replaced. The device was recertified and returned to the customer. It is noteworthy to mention; the x series operator's guide, page 24-7, guidelines for maintaining peak battery performance states: always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days. Communication with the end user, indicated they only have one battery per device and no spares. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 78-year-old female patient, the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.